Manufacturer narrative:
The reported device was returned for product evaluation. Visual inspection found the pump to be in poor condition; the top case was chipped and cracked and the bottom case was damaged. Additionally, contamination was found on the main board and the position potentiometer. A review of the device's event history log confirmed the reported check clutch alarm had occurred. The alarm was able to be duplicated during testing. The root cause of the reported issue was determined to be fluid ingression as a result of improper use of the device or damage to the device. No evidence was found to suggest the reported alarms were caused by an intrinsic product defect. After repair and recalibration the device was found to pass all delivery, accuracy and functional tests. Additional information: evaluation completed (07/10/2016); evaluation results.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
A report was received that stated the clutch and plunger error occurred on the pump. No patient injury or adverse event was reported.